Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The severely calcified, approximately 90% stenosed, target lesion was in the moderately tortuous left anterior descending (lad) artery. The lesion was predilated with a "1.3mm" non-bsc balloon catheter as well as with an unknown size non-bsc balloon catheter. The physician attempted to advance a 2.5x16mm taxus express2 drug eluting stent (des) to the target lesion, but was unable to cross. When the physician removed the stent delivery system from inside the patient, the physician noticed the stent was damaged. The procedure was completed with a 2.5x15mm non-bsc stent. There were no patient complications reported with the patient's current condition listed as "good."

Manufacturer narrative:
.